Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device failed defibrillation test. There was reportedly no patient involvement.

Event description:
It was reported that the device failed defibrillation test. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair. The device was evaluated by the bench tech and confirmed the reported problem. The customer declined repair and decided to proceed with purchasing dfm100 device in order to replace defective heartstart xl+. The device returned to the customer site and no further evaluation is warranted at this time.